Manufacturer narrative:
Device evaluation: returned device was received with damaged lens. Evidence of reported problem in event log was found. During the evaluation of the device the customer reported condition was not confirmed. No fault found. Problemsource. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths cadd solis vip ambulatory infusion pump displayed an alarm for a down stream occlusion. There was no reported injury to the patient.